Manufacturer narrative:
Investigation included complaint intake and arrangements for device return and replacement. Investigation of this case revealed a damaged display consistent with a hardware screen problem. It was concluded that the event involved a device component failure of the screen without patient harm.

Event description:
It was reported that the ilet pump¿s screen was damaged and barely usable, resulting in trouble operating the device and necessitating replacement; the device will be shut down and returned, and the user was advised that data will not transfer to the replacement and that startup will be required. Symptoms included no injury and no reported adverse health effects, with blood glucose reported as unaffected. Outcomes included temporary interruption of normal device use and reliance on cgm via the dexcom app or receiver.